Manufacturer narrative:
The reported complaint was confirmed. Per the warehouse manager, the battery was received from the supplier on 14-aug-2020. They were moved from the inventory to pass, after they passed inspection on 26-aug-2020. The standard process is to connect batteries to a charger to top them off prior to shipping. The batteries involved were not fully recharged because they were shipped less than four week from when they were received and passed inspection. This is standard practice. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support, the end user installed new batteries and the hlm would not operate on battery. This was after leaving the unit plugged in overnight to charge the batteries. The facility's biomedical engineer tested the voltage of the new batteries and found one new battery to have a voltage of nine volts (v) and the other to have a voltage of 13v. He checked the old batteries and found both with a voltage of 13v. The end user was asked to install one old, known good, battery in place of the bad battery. After leaving the system charge for about three hours, the system was able to operate on battery. During laboratory analysis, the product surveillance technician (pst) observed the batteries were reading 0.00 volts direct current (vdc) and 0.00 siemens both before and after charging. Post charging he observed the power manager test platter to shut down after zero minutes of discharge. The specification is fifty-two minutes.

Event description:
The user facility's biomedical technician, reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) would not operate on battery. There was no patient involvement.